Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The reaction was noticed on (B)(6) 2020. The patient had severe blisters with pus draining from the wound. She saw a physician on (B)(6) 2020 and was advised to remove the sensor and use an unspecified prescribed medication and a special bandage. At the time of the report that day she still had pain at the site. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.